Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a failed battery test alarm and was not able to clear. Insulin pump would be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
The pump passed the functional testing. The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.